Event description:
Attempts for additional information have been unsuccessful.

Event description:
Manufacturer review of a patient¿s vns programming history identified that high lead impedance is noted initially on (B)(6) 2011, but resolved on the same day and does not occur again in the history. The actual implant date is unknown, so it is unknown if the high impedance was occurring prior to (B)(6) 2011. The (B)(6) 2011 events could be a lead pin-reinsertion surgery, lead replacement surgery or initial implant surgery. Attempts for additional information are in progress.

Manufacturer narrative:
Analysis of programming history. Analysis of programming history identified high lead impedance. Device failure is suspected, but did not cause or contribute to a death or serious injury.